Event description:
Skin lesion noted on back, possible burn, 5 days post-op after use of warming unit, in or, where the warming unit was placed. Pt did not complain of pain, area without redness or infection. Both warming units checked by MFR, gel pads had been disposed of. MFR feels it is an adhesive-related issue, not burn.